Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery error and motor error. Customer needs to replace the battery every 5 to 6 days and the pump was rejecting certain branded batteries. Customer alleged that the insulin pump was damaged and a small piece was missing on the back of the pump casing. The pump motor was stuck in the filling cannula mode and had to be primed more than once and still received an error. Customer also alleged of receiving unexplained no delivery alarms. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed sleep current measurement test, active current measurement test, self test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. Unit was successfully downloaded to adapt using thump. No relevant alarms noted of low battery or low power in pump history to confirm complaint code. No insulin flow blocked or no delivery alarms noted in pump download history on or around event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection of electronic assembly and motor assembly. No moisture damage or anomalies noted. Motor was tested outside of the device and passed. Unit received with minor scratched case and pillowing keypad overlay. In summary, customer allegation for no delivery alarms was not confirmed due to no alarms on or around event date in pump download history. Unit powered up properly after battery installation and no battery anomalies noted. No chips near reservoir or casing however minor scratches and pillowing keypad overlay were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.